Manufacturer narrative:
The reported event of patient chest pain was unable to be confirmed. Final analysis determined that no anomalies were detected.

Event description:
It was reported that the patient's pacemaker was explanted due to patient complaining of chest pain. No further information was received.